Manufacturer narrative:
Preventive maintenance was performed on 26-may-2022. The customer has had no further issues.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys tsh (tsh) elecsys ft4 iii (ft4 iii) and elecsys pth (pth) on a cobas 8000 e 602 module. The initial tsh result was 0.042 miu/l. The repeat result was 0.853 miu/l. The initial ft4 iii result was <1.0 pmol/l. The repeat result was 14.4 pmol/l. The initial pth result was 3 pmol/l. The repeat result was 6.2 pmol/l. The questionable results were reported outside of the laboratory. The sample was repeated on (B)(6) 2022. The tsh reagent lot number was 589905. The expiration date was not provided. The ft4 iii reagent lot number was 593219. The expiration date was not provided. The pth reagent lot number was 583612. The expiration date was not provided.

Manufacturer narrative:
The tsh reagent expiration date was (B)(6)2022. Calibration was acceptable for all reagent lots involved. Qc data for tsh and ft4 iii were acceptable; no qc data was provided for pth. Based on the type of results received, the investigation determined the event was consistent with a pre-analytical handling issue (pipetting an insufficient sample volume). A general reagent issue can be excluded.